Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed that the system started to show an error on the left master tool manipulator (mtm), indicating manipulator. There was no numerical error on the vision side cart (vsc), only the number '1' and the system asked to disable the arm or reboot the system to proceed. The customer did not do an emergency power off (epo) and after 3 system reboots, decided to convert the procedure to laparoscopic and using the robot's endoscope. The procedure was converted to laparoscopic surgery with no reported injury. After completing the procedure, protocol tests were carried out, emergency power off (epo), and when restarting the system, the failure was corrected. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system was initially powered on without errors. The technical consultant on duty was contacted who provided all initial support, but the problem could only be concluded later. No other ports were needed. The patient tolerated the conversion without complications.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis team. The reported failure was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
Refer to h10/h11 for follow-up information.